Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found an insulation abrasion at 8.0 cm to 8.4 cm from the connector pin, due to friction with device can. Another insulation abrasion was noted at 20.6 cm to 20.7 cm from the connector pin, due to friction with another device.